Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured below nominal pressure. The device was remove using normal method without any problem. The procedure was completed with another of same device. There were no complications reported, and patient is in good condition post procedure.